Event description:
The pump read "channel error." The chamber was checked and the IV tubing was checked. No issues were identified. The machine began to operate and a few seconds later the same issue occurred. This time the machine was shut off. There was dopamine infusing through the chamber and the patient's systolic blood pressure dropped to 89. The dopamine drip was moved to another pump and brain. The patient was stabilized. Awaiting the biomedical assessment.